Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), six years post placement of a 23mm sapien valve, the valve was replaced with a sapien 3 due to regurgitation and stenosis. Patient came back symptomatic. The patient was stable post placement of the sapien 3 valve.

Manufacturer narrative:
Update to event, f10, ma/510k,and if follow-up, what type.  The device is not available for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.  A non-functioning leaflet in the post-operative period can result in significant regurgitation and/or stenosis. Per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient.  The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction).   Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed.   In this case, per report, the physician believed that a clot on the valve caused leaflet thrombosis and cai. As very limited clinical information is available, it is not possible to determine potential contributing factors, but may be related to the patient¿s co-morbidities not provided and/or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required

Event description:
As reported by field clinical specialist (fcs), six years post placement of a 23mm sapien valve, the valve was replaced with a sapien 3 due to regurgitation and stenosis. Patient came back symptomatic. The patient was stable post placement of the sapien 3 valve. The patient was admitted for shortness of breath, and was found to have valve dysfunction. There was moderate central aortic insufficiency (cai) with no paravalvular leak (pvl). The pre-procedural tee showed restricted leaflet motion. The physician believed that there was a clot on the initial tavr valve, causing leaflet thrombosis and cai. The sapien 3 was placed, and the patient left in stable condition. The patient returned for the 30 day follow up, and the echo showed trace ai, mean gradient 10mmhg.